Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the tie rod broke during its first use on cadavers. No death or unanticipated serious deterioration in health was reported, and the issue had no effect on a patient.